Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the unable to dispense item. A technical support specialist (tss) identified production issue (pi) as a timeout error, and after the customer logged off and back into the system, the customer was able to successfully dispense the item. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the user was unable to remove augmentin 500 mg tablets from drawer 7. The event viewer was checked and a timeout was identified. After exiting the system and retrying, the user was able to successfully dispense the item. The customer stated that they were unable to access the medication, which caused 5 hours of delay to the patient care. There were no adverse events or injuries reported based on this event.